Event description:
It was reported that the device received an alarm - error code message. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Addition/update: h6 annex g grid, h7 & h9. H3 other text : additional info on h7/h9.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device alarmed and displayed an unknown error code message. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional information added: e2, g2 for biomed as health professional. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced faulty backup speaker and switching power supply. Replaced missing power cord. Replaced corroded left/right iuis. The failure code other was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable cause of the reported issue was due to an electrical failure of the backup speaker. A review of the device history record showed the device had a manufacture date of 22may2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received an alarm - error code message. No additional information was provided. There was no patient involvement.